Event description:
A 24mm length 2.3mm cannulated compression screw was implanted into a pt. The screw broke and was removed from the pt. It is unk if the screw breakage occurred during implantation or during pt recovery after surgery. F/u activities by the surgeon were not available.

Manufacturer narrative:
Device malfunction. Device returned to MFR but was lost or discarded. Device was removed from the pt, replacement unk.